Manufacturer narrative:
One device was returned for analysis. Visual inspection found a downstream occlusion seal issue. Review of the event history log (ehl) showed a cassette detached error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable

Event description:
It was reported that the device continuously alarms for downstream occlusion. Occurred during testing. There was no patient involvement.